Event description:
A randomized multicenter trial was published to assess posterior capsule opacification and glistenings in two hydrophobic acrylic intraocular lenses from germany. Following the implantation of the company lens the patient had experienced hemorrhage. There are five medical device reports associated with this report. This report is 3 of 5.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The file has been opened from a literature report: randomized multicenter trial to assess posterior capsule opacification and glistenings in two hydrophobic acrylic intraocular lenses. There were no reports of adverse events leading to lens removal or unanticipated adverse device effects in either group. Postoperative visual acuities improved from baseline in both iol groups (p < 0.0001), and remained stable through the 3-year follow-up period. Gu, randomized multicenter trial to assess posterior capsule opacification and glistenings in two hydrophobic acrylic intraocular lenses, scientific reports 2023: 13(1) p.2822. The manufacturer internal reference number is: (B)(4).